Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(6). F4 contact person: (B)(6). F5 phone number:(B)(6). F6 date user facility became aware of the event: unknown. F7 type of report: initial. F8 date of this report: april 2020. F9 approximate age of device: 2 years. F12 location where event occurred: home. F13 report sent to manufacturer: yes april 2020. F14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also had hemoglobinuria. The patient was treated with dual antiplatelet therapy and, during hospitalization, ldh decreased and hemoglobinuria resolved. The patient was determined not to be a candidate for surgery or transplant. Anticoagulation therapy was adjusted and the patient was again discharged with altered dual antiplatelet therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the vad was not returned for evaluation. Review of the controller log files revealed consistent increases in power consumption above normal operating range between 16-nov-2019 and 12-dec-2019. Controller log files revealed a subsequent increase in power consumption starting on (B)(6) 2019 to parameters above baseline. 54 high watt alarms were logged since (B)(6) 2019. As a result, the reported high power event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the consistently above normal power consumption event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on historical review of similar high power events, the most likely root cause of the increase in power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and above normal power consumption which later resolved. It was further reported that the patient experienced elevated lactate dehydrogenase (ldh) as well as suspected thrombus in the vad. The patient was placed on a heparin drip. The vad remains in use. No further patient complications have been reported as a result of this event.